Event description:
It was reported that a stent was loaded over the wire to the sfa lesion site for deployment. Upon deployment approx 1 cm of the stent was deployed when the stent could not be released any further. Upon removal, the stent and delivery system became stuck in the left common iliac. After several attempts with add'l force needed the stent and the delivery system were retrieved but approx 1 cm of the stent had torn away. A new system was prepped and the stent was deployed at the left sfa lesion site successfully. Another system was prepped and the stent was deployed in the left common iliac to cover the partially torn stent. There is no reported pt injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met the specification prior to shipment. No mfg anomalies or changes which may have caused or contributed to the reported event were identified. The results of the investigation confirm the reported delivery system blockage. Based on the sample eval results it is confirmed that the release mechanism was activated by trigger usage and that the stent was partially released when the breakage of a force transmitting component occurred. Within the distal section of the delivery system, abrased and bulged material was found, which caused increased friction and subsequent breakage of the force transmitting components. The reported stent fracture was caused during the attempt to withdraw the system after the stent had been anchored in the vessel. No indications of mfg or process related issues were found. Potential factors that could have led or contributed to the event reported have been considered. The IFU states: "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit."